Event description:
Customer reports a portion of the lancet needle broke off into his finger after sticking himself while using softclix lancets. Customer reports he just pulled the needle out of his finger; no medical attention was received. No adverse event reported. Customer no longer has suspect product; a replacement was sent.